Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed a kink in the sheath assembly from femoral marker to the proximal end. There was damage observed on the guidewire exit port assembly. Also, the device is detached in the sheath assembly. The telescope assembly was not able to properly pull back, advance, or retract. A test guidewire (0.014") was inserted and indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24aug2015. It was reported that the imaging catheter failed to cross the lesion. The 90% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. During the procedure, it was noted that the imaging catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the device was detached in the sheath assembly.